Event description:
Country of complaint: (B)(6). Tip of the instrument broke. The tip has been removed without any remarkable surgery delay nor consequences for patient.

Manufacturer narrative:
Evaluation: defect concerns a bending torsion fracture caused by mechanical overload.